Event description:
It was reported that the 9900 system has intermittent lock ups during cine runs. The procedure was completed and no pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. However, found the cooling fans in work station clogged with dust. Cleaned the cooling fans. The system was tested and found to be working as intended and placed back into service.